Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records cannot be performed, due to the lot number not being provided. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy, suture pulled until it breaks, or tensioning angle is not being coaxial due to circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
It was reported that suture placement in a common femoral vein was successful with two proglide devices using the pre-close technique via an 8f sheath prior to an interventional micra placement procedure. The sheath was upsized to a 23f and the interventional procedure was completed. Reportedly, when tightening the knot of the first proglide device, a suture break occurred. The knot of the second proglide was advanced successfully; however, hemostasis was not fully achieved. Manual compression was applied to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.